Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119624.

Event description:
Voluntary medwatch form received notes that a patient presented with oversensing noise and low pacing impedance on the atrial lead. No changes or intervention was performed. No further adverse patient effects were reported.